Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient's precice nail broke; the patient was non-compliant. The nail was explanted, and a new precice nail was implanted without incident.